Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B) (6) 2008. The lens was explanted on (B) (6) 2010 due to inadequate vaulting. Lens opacity observed. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B) (4). Secondary surgery. Inadequate. (B) (4).